Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reported patient underwent a right hip revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and elevated metal ion levels. There has been no reported revision procedure to patient's left hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a right revision procedure due to pain. Revision op report notes a detached abductor muscle, bony fragment, bursitis, and debris around the acetabular rim. The femoral head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-04682 / 04684

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reported patient underwent a right hip revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and elevated metal ion levels. There has been no reported revision procedure to patient's left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.